Event description:
The device was used during a laproscopic bypass. Reportedly, the needle broke and disengaged into the patient's cavity. The surgeon was able to retrieve the component and complete the procedure without any patient injury.